Manufacturer narrative:
Investigation summary: this is the 1st related complaint for needle pulled out of hub on the provided lot number. DHR review: 8030748 - it was performed the DHR review and the manufacturing date was february 17th - 22nd, 2018. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by cannula missing inspection each 02 hours at 40 parts at packaging process. 8030603 - it was performed the DHR review and the manufacturing date was february 16th ¿ 19th, 2018. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by cannula missing inspection each 02 hours at 50 parts at assembly process. Qn review: no quality notifications potentially related to the failure mode were observed in the batches. Maintenance review: no maintenance record potentially related to the failure mode were observed in the batches. The sample of product was sent by the customer, with that was possible performing an investigation, confirming the failure and determine the probable root cause. The defect needle pulled out of hub, according sample sent by the customer, occurred due to one molding process. The defect identified by this complaint will be monitored.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with needle pulled out of hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with needle pulled out of hub.